Event description:
The pt participating in the post approval study of the menicon z rgp contact lens for up to 30 days/29 nights of extended wear was seen by a doctor (o.d.) In 2003 with an epithelial defect with surrounding edema. The pt injured their eye while removing their lens to remove debris from their eye. The pt was treated with ciloxan by the doctor on that date. The pt was seen again by the doctor two days later and was improving. The doctor recommneded that the pt leave their lenses out for another 4 days. The pt returned to the doctor four days later and their condition had resolved. The doctor recommneded that the pt return to daily wear for a week, then returned to extended wear. The doctor saw the pt for a regular visit in march 2004 and the pt was doing fine with excellent vision.